Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device filament remained in arm. The customer had contact with a healthcare professional who removed the sensor filament and gave the customer a tetanus shot. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor, and no issues were observed. The sensor tail was not observed upon visual inspection. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device filament remained in arm. The customer had contact with a healthcare professional who removed the sensor filament and gave the customer a tetanus shot. There was no report of death or permanent injury associated with this event.